Event description:
The facility's biomed engineer reported an infusion pump with an 812:02 failure code. Although attempts were made by baxter's tech support to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, age of pt, medication involved, or the set up of the pump. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event.